Event description:
It was reported by service report that the fowler would raise up on its own and drift down with weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.